Manufacturer narrative:
An event regarding a fractured exeter stem was reported. A review by a clinical consultant confirmed malposition of a trident shell and osteolysis next to the shell. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the exeter stem has a fracture near the proximal one-third of the body with some varus displacement. The stem has lost contact with the cement mantle in the proximal superior stem section. The cup has an adequate size and inclination but near absent anteversion as evident by the straight line projection of the cup opening circle. The cup is stable in the bone. There are additional heterotopic ossifications in the superior joint space, brooker grade-3. There appears to be osteolysis around the superior cup section. There appears to be osteolysis around the superior cup section. Explant materials analysis confirms the stem fractured in fatigue with the final fracture occurring in overload. A continuous metal transfer ring was observed at the proximal end of the stem, indicating proper seating between the stem trunnion and head taper. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. This case cup has virtually no anteversion and this makes the arthroplasty vulnerable to impingement between cup rim and neck of stem in flexion and/or internal rotation. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: cup malposition in near absent anteversion in combination with heterotopic ossifications in the joint space and patient morbid obesity have in concert contributed to an overload condition in the arthroplasty resulting in an exeter proximal body fatigue fracture requiring revision. If additional information and/or device become available, this investigation will be reopened.

Event description:
Broken exeter v40 35.5 femoral stem implanted in (B)(6). Removed as part of hip revision. Restoration modular components used to reconstruct hip. Update 05 march 2018: a material analysis report has confirmed wear of the ceramic head. A review by aclinical consultant has confirmed an unknown trident shell malposition and osteolysis next to the shell.

Manufacturer narrative:
An event regarding a fractured exeter stem was reported. A review by a clinical consultant confirmed malposition of a trident shell and osteolysis next to the shell. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the exeter stem has a fracture near the proximal one-third of the body with some varus displacement. The stem has lost contact with the cement mantle in the proximal superior stem section. The cup has an adequate size and inclination but near absent anteversion as evident by the straight line projection of the cup opening circle. The cup is stable in the bone. There are additional heterotopic ossifications in the superior joint space, brooker grade-3. There appears to be osteolysis around the superior cup section. There appears to be osteolysis around the superior cup section. Explant materials analysis confirms the stem fractured in fatigue with the final fracture occurring in overload. A continuous metal transfer ring was observed at the proximal end of the stem, indicating proper seating between the stem trunnion and head taper. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. This case cup has virtually no anteversion and this makes the arthroplasty vulnerable to impingement between cup rim and neck of stem in flexion and/or internal rotation. - device history review could not be performed as the device lot is unknown. - complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded.: [...] Cup malposition in near absent anteversion in combination with heterotopic ossifications in the joint space and patient morbid obesity have in concert contributed to an overload condition in the arthroplasty resulting in an exeter proximal body fatigue fracture requiring revision. If additional information and/or device become available, this investigation will be reopened. Not available.

Event description:
Broken exeter v40 35.5 femoral stem implanted in 2006. Removed as part of hip revision. Restoration modular components used to reconstruct hip. Update 05 march 2018: a material analysis report has confirmed wear of the ceramic head. A review by a clinical consultant has confirmed an unknown trident shell malposition and osteolysis next to the shell.